Event description:
Consumer noticed that plastic applicator has sharp edges. Did not use the product.

Event description:
Consumer noticed that plastic applicator has sharp edges. Did not use the product.